Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, ICD memory was reviewed. We confirmed that the device declared eri after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit of 18.9 seconds. To determine if the device's rate of battery depletion was normal, our technicians compared the observed rate of battery usage to the expected rate of battery usage. The results showed that the monitoring voltage was normal based on therapy use to date and programmed settings. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by charge times in excess of the 18.9 second extended eri charge time limit. Laboratory technicians and engineers concluded that this device did not experience premature battery depletion. Rather, an eri charge time replacement indicator was declared due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri). The charge time was 32.3 seconds and the monitoring voltage was 2.72 volts. It was noted this patient did not have any history of episodes, and it was suspected this ICD had a battery status that depleted earlier than expected. A replacement procedure is scheduled for the new year 2011. There were no adverse patient effects reported.

Manufacturer narrative:
This ICD remains in service, so therefore will not be returned to boston scientific for laboratory anlaysis. At this time there is no additional information. Should additional informaiton become available this report will be updated.

Event description:
Subsequently, additional information was received that this ICD was successfully explanted. There were no adverse patient effects reported.